Event description:
The patient went to the emergency room because she had a fever and an "exposed lead wire" through her head that was oozing. She was transported to another facility and seen by a neurosurgeon. The entire implanted system was removed. The patient was on unspecified intravenous antibiotics as well as oral and had a follow-up appointment scheduled. The infectious disease report said, the infection was due to pseudomonas aeruginosa. Additional info has been requested, a follow-up report will be sent if additional info becomes available.